Event description:
It was reported to boston scientific corporation that a cre wireguided balloon was used during a dilation procedure in the pylorus performed on (B)(6) 2014. According to the complainant, during the procedure, the balloon was difficult to remove out of the scope and when the device was removed, it was noted that the exit marker detached from the device and remained in the patient. Reportedly, the exit marker was left to pass naturally and no additional intervention was performed. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine and stable.

Manufacturer narrative:
It was reported that the patient is over 18 years. (B)(4). According to the complainant, the suspect device has been contaminated and is not available for return, so the product analysis could not be performed; however this failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.